Event description:
It has been reported to philips that the device will not turn on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geo pc would not boot up on power up of system and there is no geometry movement in allura xper fd20. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.